Event description:
The ge oec 9800 fluoroscopy system displayed "armed" message on the mainframe read-out. System would not x-ray.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the corrupt hard drive and reloaded software. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.